Manufacturer narrative:
This product was surgically abandoned and as a result, physical analysis could not be conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint the "cause not established" investigation conclusion code was selected because the reason for the alleged observation(s) could not be determined.

Event description:
It was reported that this right ventricular (rv) lead conductor was fractured. Remote monitoring showed that the patient devices daily impedance measurements were high and out of range 3000 ohms, prompting a change to a unipolar configuration. During the patient visit for a pacemaker check, the bipolar impedance remained unchanged. Considering the risk of a complete lead fracture in the future, the patient was scheduled for hospitalization, and a leadless pacemaker implantation will be performed. This rv lead was successfully explanted. No additional adverse patient effects were reported. Additional information was received indicating that the patient was bradycardic and felt unwell until the safety switch changed lead polarity it to unipolar. A leadless pacemaker was implanted as replacement and rv was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead conductor was fractured. Remote monitoring showed that the patient devices daily impedance measurements were high and out of range 3000 ohms, prompting a change to a unipolar configuration. During the patient visit for a pacemaker check, the bipolar impedance remained unchanged. Considering the risk of a complete lead fracture in the future, the patient was scheduled for hospitalization, and a leadless pacemaker implantation will be performed. This rv lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead conductor was fractured. Remote monitoring showed that the patient devices daily impedance measurements were high and out of range 3000 ohms, prompting a change to a unipolar configuration. During the patient visit for a pacemaker check, the bipolar impedance remained unchanged. Considering the risk of a complete lead fracture in the future, the patient was scheduled for hospitalization, and a leadless pacemaker implantation will be performed. This rv lead was successfully explanted. No additional adverse patient effects were reported. Additional information received which indicates that the patient was bradycardic and felt unwell until the safety switch was used to change it to unipolar. A leadless pacemaker was implanted as replacement and this rv lead was surgically abandoned.